Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that upon opening of the crs femur implant, there was a small scuff on the medial condyle. S wet lap was used to try and rub off the mark but it did not come off. There was no adverse event. It did not happen during the surgery. There was no delay in surgery. Surgeon did implant the femoral component. Affected area: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product description: attune crs femoral lt sz 8 cem product code: 150440108, lot number: m35x61, quantity manufactured: (B)(4), date of manufacture: 15-jun-2023, any anomalies or deviations identified in DHR: none, expiry date: 31-may-2033, IFU reference: 090200918. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description: attune crs femoral lt sz 8 cem product code: 150440108, lot number: m35x61, quantity manufactured: (B)(4), date of manufacture: 15-jun-2023, any anomalies or deviations identified in DHR: none, expiry date: 31-may-2033, IFU reference: 090200918. Device history review: a manufacturing record evaluation was performed for the finished device , and no non-conformances / manufacturing irregularities were identified.